Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened sleeves were visually inspected. For 1 of the 2 sleeves, a feature resembling a molding defect was observed at the irrigation port of the infusion sleeve. For the other sleeve, visual inspection confirmed the shaft of the infusion sleeve was consistent with damaged observed when the infusion sleeve is pierced by the phacoemulsification tip. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the molding defect on the sleeve as an error which the root cause is related to an error caused during the suppliers manufacturing process. For the other sleeve, the investigation concluded that the root cause is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. For one sleeve the supplier has been notified of this complaint and will take appropriate actions as necessary. For the other sleeve no further investigation or manufacturing actions are warranted at this time as user handling is suspected. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the shape of the tip of a sleeve was found deformed and leakage occurred during cataract with intraocular implantation surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.